Manufacturer narrative:
Section a3b: unknown/ not provided. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, and scratches were observed. No further evaluation was a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the device met all specifications prior to being released. Based on the complaint investigation results, the product was released within specifications. Conclusion: no product deficiency or product malfunction could be identified. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric lens was explanted due to a refractive surprise. It was said that the refractive surprise was most likely related to previous lasik surgery. During a secondary surgical procedure, it was replaced with another j&j iol. The patient's pre-operative vision was 20/30, and post-operative vision improved to 20/20. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: oct 22, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, and scratches were observed. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.